Event description:
The patient received two peripheral (off-label) leads with the same lot number. It was reported the patient has no stimulation due to the lead migration. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.